Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18699. It was reported one of the patient's s1 leads migrated after the patient fell. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Note: it is unknown which s1 lead migrated therefore both s1 leads are being reported.